Event description:
The user received a false positive troponin t result for one pt sample. The initial result from a secondary tube was 0.62 ng per ml and was phoned to the requesting clinician. The pt had also tested negative on a rapid troponin t card test and was referred to the hosp where add'l testing, including troponin I were negative. The primary tube was inspected and retested on (B) (6) 2009, with a result of less than 0.01 ng per ml. All other assay results were equivalent to the initial results. No info was provided to determine if the pt was treated based on the initial result. If add'l info is received, appropriate notification will be provided.